Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that the pd catheter was removed due to the event. No additional information is available.